Event description:
False positive result(s). The customer performed the 2 test kits he was positive for flu a on both test kits. When he followed up with his doctor, the test result was negative for flu a. Customer did provide a picture of 1 test cassette, the other had been thrown away.

Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issues were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "additional information" and "device evaluation". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated for "type of investigation (b)", "investigation. Findings (c)" and "investigation. Conclusions (d)" per the investigation. H11 "additional narrative/data" - updated manufacturer's narrative.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in additional follow-up MDR.

Event description:
False positive result(s). The customer performed the 2 test kits he was positive for flu a on both test kits. When he followed up with his doctor, the test result was negative for flu a. Customer did provide a picture of 1 test cassette, the other had been thrown away.